Event description:
It was reported that during a percutaneous transluminal angioplasty and stenting treatment procedure, a stent dislodgment occurred. The physician was treating a 100% stenosed de-novo lesion located in the circumferentially calcified and moderately tortuous common iliac artery. Vascular access was femoral. The lesion was not pre-dilated. Another manufacturer's guide wire was advanced across the lesion, and used for advancement of a 7.0x40x75cm express ld stent delivery system (sds). The physician experienced resistance approximately 5mm proximal to the lesion, not allowing the sds to advance. A "forcible push" was administered by the physician resulting in the stent dislodging from the sds. The stent remained in the lesion. An attempt to re-insert the sds through the stent failed. The dilator of the introducer sheath was then used to dilate the ostium of the stent. The sds was then reintroduced and used to dilate the remainder of the stent. The final stent result was fully deployed and well apposed. An 8x20cm express ld stent was implanted in the ostium of the common iliac artery to complete the procedure. There were no additional reported patient complications. The patient's status is listed as "good".

Manufacturer narrative:
This product is only ous approved but it is similar to an approved us device. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limtied due to anatomical/procedural factors.